Event description:
It was reported that during a 12 month follow-up for a transvaginal procedure, the pt experienced vaginal bleeding and vaginal erosion. The pt had surgery to remove a bone anchor suture and cauterized with silver nitrate. The problem was resolved. No product will be returned as it remains in the pt.